Event description:
It was reported that the user experienced hyperglycemia while using the ilet, reaching a blood glucose of 500 mg/dl for approximately 6¿8 hours, after which the user discontinued the system despite changing supplies twice and without suspending insulin on the device. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included self-management at home with subcutaneous insulin via pen and no medical intervention or hospitalization. Investigation included complaint intake and user troubleshooting and education. Investigation of this case revealed a cause that remains unclear, with no device alerts or alarms reported and no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.